Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1147 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in italy.

Event description:
It was reported during the procedure, the guide bent, making it impossible to use the device correctly and putting staff and patient at risk (resulting in bilateral haematoma and impracticability of repositioning in the short term), failing to place midline cvc was used. It was reported this occurred with four devices. This report addresses the second device.